Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found dried body fluid and tissue were noted in the helix housing which is normal for active fixation leads. The outer conductor resistance was observed to have been melted likely due to explant electrocautery damage. There laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing noise. An xray imaging was performed, and it was discovered that the ra lead had dislodged. The ra lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The lead was retained by the hospital.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing noise. An xray imaging was performed, and it was discovered that the ra lead had dislodged. The ra lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The lead was retained by the hospital.